Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported by a non-medical professional that the patient underwent a procedure for l4-l5 tlif where rhbmp-2 was mixed with autograft and bone void filler and implanted with an interbody cage via a posterior approach. Subsequently, the patient was allegedly diagnosed with ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.